Event description:
Patient self tester reports having discrepant results compared to lab. Date: (B)(6) 2010; inratio2: 4.2; lab: 2.55. Patient's target therapeutic range is 2.5-3.5. Patient took lovenox in june for 10 days due to clotting.

Manufacturer narrative:
Investigation pending.